Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 10-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager latch housing fell off. A field service engineer (fse) replaced the plate and reinstalled it, along with the temperature probe. The system was tested using the hardware test application to confirm proper functionality. After a system reboot, the customer successfully recovered the station and completed testing, confirming that all functions were operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the es smart remote manager fell off. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.